Event description:
Frequent cartridge alarms were reported on the tandem mobi device. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.